Event description:
The site contacted berlin heart, inc on (B)(6) 2022 to report that a patient supported in the lvad configuration had developed hemolysis and was planning a pump change. The ldh levels were as follows: baseline 853 ((B)(6) 2021); 1362 ((B)(6) 2021); 1263 ((B)(6) 2021); 1253 ((B)(6) 2021); 2056 ((B)(6) 2021); 1429 ((B)(6) 2021); 2365 ((B)(6) 2022), 4183 ((B)(6) 2022). The high end of ldh normal for the site is 334 for this patient's age. Of note: this patient's baseline has always been elevated due to liver failure secondary to a failing fontan physiology. The site also reported that there was a soft "chirp" that was audible at the outflow valve since (B)(6) 2021 and that goes away with slight pressure over the pu valve. However, the sound returns when the pressure is released. This chirp has been unchanged since (B)(6) 2021. The pump has been filling and ejecting completely, and no dimples or graphite dust have been noted.

Manufacturer narrative:
The excor blood pump, s/n, (B)(4) on the patient at the time of the event was in use from (B)(6) 2021 until (B)(6) 2022 (103 days).